Event description:
The device will not be returned for the analysis.

Manufacturer narrative:
Additional information has been received and information submitted in the initial report was corrected. The corrected information has been provided in section b5 and h6 (type of investigation and investigation findings) with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported that there were no alarms on the insulin pump. The blood glucose value at the time of reported event was 600 mg/dl.  Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and insulin pump will be returned for analysis.

Manufacturer narrative:
Thump and carelink software was utilized and downloaded trace/history files properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. Pump was cut open to perform visual inspection and found moisture damage on the pcba1. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case, scratched case and cracked case (battery tube). Audio anomaly not confirmed during testing or in the pump history/trace files. Exposed to moisture confirmed on pcba1. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.